Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced not feeling well and thought they were going to "go down", fatigue, lightheadedness and some palpitations while cutting wood. It was also reported by the patient that they experienced a heart rate lower than that of the programmed lower rate of the implantable pulse generator (ipg). The ra lead exhibited high thresholds. The ipg and ra lead were reprogrammed and remain in use. No further patient complications have been reported as a result of this event.